Event description:
It was reported that 2 bd micro-fine¿+ pen needles were unable to deliver medication. The following information was provided by the initial reporter: customer had 2 sticks, both of which were blocked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 09-may-2022 h.6. Investigation: 5 samples are received, and 2 have been opened. No abnormality has been observed under the microscope, and the result of needle clog test is qualified. DHR was reviewed and there were not any qns or other events that could be related to this complaint. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles were unable to deliver medication. The following information was provided by the initial reporter: customer had 2 sticks, both of which were blocked.